Event description:
It was reported that a patient experienced pain at the left side of the penis with an ams700 inflatable penile prosthesis cylinder, and a replacement was performed. The right cylinder was tried and not used. The left cylinder was replaced to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that only the left cylinder was replaced so the right cylinder was not used. The patient got well.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear and fatigue at a fold. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Model- 72404292, lot/sn- 0164374005, mfg. Date- 03/06/2017, exp. Date- 02/21/2022.

Manufacturer narrative:
Model- 72404292, lot/sn- (B)(4), mfg. Date- 03/06/2017, exp. Date- 02/21/2022.

Event description:
It was reported that a patient experienced pain at the left side of the penis with an ams700 inflatable penile prosthesis cylinder, and a replacement was performed. The right cylinder was tried and not used. The left cylinder was replaced to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that only the left cylinder was replaced so the right cylinder was not used. The patient got well.